Manufacturer narrative:
Na

Event description:
It was reported that the device could not be interrogated. The patient needs annual procedures where the surgeon requires that the shocks be temporarily turned off. Since there was no communication, the device could not be disabled and the procedures could not be performed. No further information was made available regarding device status.